Event description:
It was reported that the patient experienced inadequate pain relief and stimulation in non-target areas. Electronically generated lead (egl) scan revealed the lead had migrated and was confirmed with x-ray imaging. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the lead was replaced and did well postoperatively. The lead was not returned for analysis as it was discarded by the facility.